Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and return sample analysis was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 61531ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. The 12 returned samples were tested with three different methods - peg treatment, manual, size exclusion chromatography, and architect macro troponin assay to determine presence of macro troponin. The three methods indicate the likely presence of macro troponin. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 61531ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for patient samples. The following data was provided (customer¿s reference range <16 ng/l): sample ID (B)(6) 45-year-old female. Past medical history of myopericarditis. Per clinical notes, patient presented with left sided chest pain for 2 days, and calf was soft, nontender. (B)(6) 2024 initial result = 109 ng/l. (B)(6) 2024 peg treatment was performed on the sample and re-run on analyzer (B)(6). Result = 0.5 ng/l. Roche troponin t result = <6 ng/l (reference range <15 ng/l). Patient¿s historical troponin I results = 107 ng/l, 91 ng/l, 134 ng/l. Additional results provided: ck result = 60 u/l (reference range 30 ¿ 150 u/l). Sample ID (B)(6) 29-year-old male. Past medical history: myocarditis, multiple hospital admissions with elevated troponin. Preserved left ventricle function. Patient taking metoprolol. (B)(6) 2024 initial hstni (architect stat high sensitive troponin-I) result generated on analyzer (B)(6)= 2900 ng/l (customer¿ reference range < 26 ng/l). Sample was treated by peg and re-tested on alinity analyzer (B)(6) with lot number 61531ud00 and result post-peg = 73 ng/l. % recovery tni = 3%, 1:2 dilution protocol result = 36.5 ng/l tested on roche cobas for tnt and result = 19 ng/l (reference < 15 ng/l). Previous hstni result on (B)(6) 2024 = 1034 ng/l. Additional results provided: (B)(6) 2024 ck result = 151 u/l, (B)(6) 2024 ck result = 197 u/l, (B)(6) 2024 ck result = 242 u/l. No impact, or negative impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids(B)(6) this report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available. Note: see cross reference submission 3005094123-2024-00352-00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for patient samples. The following data was provided (customer¿s reference range <16 ng/l): sample ID (B)(6) 45-year-old female. Past medical history of myopericarditis. Per clinical notes, patient presented with left sided chest pain for 2 days, and calf was soft, nontender. (B)(6) 2024 initial result = 109 ng/l. (B)(6) 2024 peg treatment was performed on the sample and re-run on analyzer (B)(6). Result = 0.5 ng/l roche troponin t result = <6 ng/l (reference range <15 ng/l) patient¿s historical troponin I results = 107 ng/l, 91 ng/l, 134 ng/l additional results provided: ck result = 60 u/l (reference range 30 ¿ 150 u/l) sample ID (B)(6) 29-year-old male. Past medical history: myocarditis, multiple hospital admissions with elevated troponin. Preserved left ventricle function. Patient taking metoprolol. (B)(6) 2024 initial hstni (architect stat high sensitive troponin-I) result generated on analyzer (B)(6) = 2900 ng/l (customer¿ reference range < 26 ng/l) sample was treated by peg and re-tested on alinity analyzer(B)(6) with lot number 61531ud00 and result post-peg = 73 ng/l. % recovery tni = 3%, 1:2 dilution protocol result = 36.5 ng/l tested on roche cobas for tnt and result = 19 ng/l (reference < 15 ng/l) previous hstni result on (B)(6) 2024 = 1034 ng/l additional results provided: (B)(6) 2024 ck result = 151 u/l(B)(6) 2024 ck result = 197 u/l (B)(6) 2024 ck result = 242 u/l no impact, or negative impact to patient management was reported.